Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were selected to be used. While the was being positioned in the laa it was noted that a pericardial effusion had occurred. There was resistance felt and the sheath shifted when the physician was advancing the sheath from the ostium into the laa. The effusion is small and was monitored. The procedure was continued and successfully completed. The patient was stable and doing fine following these events.